Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose level ranged between 360-361 mg/dl. A system check was performed for the current occlusion and the occlusion was found to be within the infusion set tubing; however, customer denied it was an infusion set issue and alleged the occlusions were being caused by an unspecified pump issue.